Manufacturer narrative:
The reported pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. After transseptal puncture the sheath was aspirated and lymphatic fluid was noted. An ultrasound confirmed there was no pericardial effusion. The procedure was discontinued. The patient remains in stable condition.